Manufacturer narrative:
(B)(4). Additional information: batch # m90z1l. Conclusion: the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the clip applier ¿kept misfiring¿. Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire scissored clips? Did device drop or eject clips? Was device fired over another clip or hard structure?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier kept misfiring and the clips would not close when fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.